Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a severely tortuous segment of the mid rca. After recanalization of the rca, an orsiro was successfully implanted. However, when attempting to implant a second orsiro (complaint device), it was noticed that the stent dislodged in the proximal segment of the rca. Since the hospital did not have a stent retriever the stent was left inside the body, and the procedure including the removement of the stent had to be rescheduled. The stent delivery system was retrieved during a follow-up procedure the next day.

Manufacturer narrative:
Combination product: yes.